Event description:
A customer reported to baxter (B)(4) of an ambulatory spike set in which an error message of air in line occured with this set on 3 unknown pumps. The air in line alarm only occurred when the patient was disconnected to administer a bolus. Therefore, the patient was not involved with the setup. There was no medical intervention involved. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: an actual and a companion unit were received for evaluation purposes. During visual inspection, it was observed in the actual sample that the pin activating from the pump segment was damaged. Functional test was performed on the actual set; the set was connected to the I pump machine, the spike was inserted to a solution container. The machine was set and was proceeded with the priming process. The actual unit failed to the test due the damage in the activating pin from the pump segment part. The cause of this condition has not been identified. The companion unit had satisfactory results during the visual inspection and functional testing.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.